Event description:
From staff: patient scheduled for surgery to receive hysteroscopy, d&c, leep procedure and ablation with novasure. Procedure proceeded as usual until ablation. Novasure hand piece was opened to the sterile field, machine was powered on. Cst handed off plug in end of instrument to circulating rn who then plugged into machine and entered settings as directed by md. When md proceeded to use device, an error appeared on the novasure machine screen. Staff began to trouble shoot possible connection errors and were unsuccessful in remedying error code. A new novasure handpiece was opened to the sterile field and similar procedure was followed. Again, an error appeared on the novasure machine. At this time, the team leader brought a different older model of the novasure machine into the room and attempted to try the hand piece with the new machine. Still an error persisted, and the ablation portion of the case was aborted. From operative note: I then seated the novasure device within the cavity and started the ablation. As stated above the device passed its cavity integrity assessment and began the radiofrequency ablation cycle. During this process the of fluid trapped filled with hysteroscopy fluid and then the device gave a failure message. Despite multiple attempts to continue the ablation this was not successful and the ablation was only partial. I